Manufacturer narrative:
Concomitant product: product ID 977a275, lot# 0207866681, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient received a full implant after four weeks of trialing period. It was noted that the lead was damaged by the surgeon¿s scissors. It was reported that both visual and impedance testing confirmed damage to the rf shielding of the lead. It was noted that impedances were measure at >10000 ohms on three electrodes. It was reported the lead was implanted despite the damage and successfully delivered proper therapy to the patient. Additional information received reported the patient was implanted with the pain stimulation system for failed back surgery syndrome. It was noted at the time of report the patient was doing okay.